Event description:
An alarm issue was reported with the abbott diabetes care (adc) device. The customer reported that the sensor low glucose alarm did not sound, and the customer was unaware of changes in glucose levels. As a result, the customer experienced symptoms described as "no contact", sweating, and was unable to self-treat. The ambulance was called, and upon arrival the customer had contact with a healthcare professional (hcp) who provided 20g glucose 20%, administered 150 ml of glucose intravenously, and a sandwich and juice for treatment for the diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Sensor state 5 with event logs 3 and 4 are an indication of normal termination of the sensor without any error. Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. The sensor was activated with a known good reader. Signal and sound icons were shown as activated. Waited few minutes to ensure that there was no disruption in the ble connection between the devices. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Reader was connected to software and isf (interstitial fluid) command was sent. First 5 ble (bluetooth low energy) packets was successfully received. The blc (ble life counter) count and rssi (received signal strength indicator) values were present. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics, therefore this issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device. The customer reported that the sensor low glucose alarm did not sound, and the customer was unaware of changes in glucose levels. As a result, the customer experienced symptoms described as "no contact", sweating, and was unable to self-treat. The ambulance was called, and upon arrival the customer had contact with a healthcare professional (hcp) who provided 20g glucose 20%, administered 150 ml of glucose intravenously, and a sandwich and juice for treatment for the diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.